Event description:
It was reported that an episode of a false non treated episode due to oversensing was noted with the smartpass filter deactivated, indicative of undersensing involving this device. There was a concern regarding possible inappropriate shock in the future, and advice was needed when it comes to programming this device. A review of the device data by technical services (ts) noted that inappropriate sensing was observed in the secondary sensing vector related to r wave reduction, and also the reason the smartpass filter was deactivated. An in office evaluation was discussed to investigate reproducibility of r wave reduction and potential usage of another sensing vector. Additional information noted that at follow up took place and troubleshooting was performed as recommended. After optimization the device had chosen the primary sensing vector. The device was left programmed in the primary vector with the smartpass filter on. Additional information noted that another inappropriate shock was delivered. Prior to the shock being delivered the patient was riding their bike and then was sitting comfortably resting when receiving the shock. The patent was seen and maneuvers were performed as well as exercise testing. In addition, x-rays were taken for ts review. It was noted that during exercise testing amplitudes changed minimally in the primary and alternate sensing vectors. The patient will continue to be monitoring at home. A request for review was needed. A review of the device data by ts noted that considering the r wave amplitude and demonstrated susceptibility the risk of inappropriate sensing/therapy was still present. A review of x-ray images noted that the system appeared in a similar position between old ad most recent images. At this time the device remains implanted. No adverse patient effects were reported.